Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the unexpected restart alarm test and the self test. No unexpected restart alarms or missing segments on the display was noted. The insulin pump had intermittent button response due to a flattened dome switch on the act button.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error and a portion of the display was cracked. Customer stated they removed the batteries from the device and after reinserting, the device alarmed and a black line was present across the center of display. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped, however they had removed it to go swimming and reinserted afterwards. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 88 mg/dl at time of reporting. Nothing further reported.